Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 01 message and an end of life (eol) indicator. The patient had recently had an MRI.